Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. Technical support (ts) advised the customer that testing at flow of 230 is no longer performed. Ts provided the customer with revision j of the service manual and the service bulletin containing the updates. Ts discussed the changes in flow testing in both documents. Customer stated that pvt flow testing now passes. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) that unit was failing performance verification testing (pvt) at 230. The customer reported there was no patient involvement.